Manufacturer narrative:
A pressure transducer printed-circuit board (pcb) was replaced during on-site troubleshooting and it was returned for investigation. The pcb was found faultless. During tests in a reference ventilator, performed pre-use checks passed without deviation and no alarms were generated during ventilation testing. The root cause for the reported failure cannot be determined since the problem was not reproduced and since device logs were not available for further evaluation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).